Manufacturer narrative:
Additional information can be found in section b5.corrected information can be found in h5 - labeled for single use.

Event description:
The customer reported that there was no hole, cut, tear or defect noted on the device. The tego was not reprocessed/re-sterilized.

Manufacturer narrative:
One used tego was returned for investigation with evidence of internal leakage during use. There was no external damage or anomalies observed. No mating devices were returned to evaluate with the used tego. Subsequent testing revealed low pressure leakage and disassembly revealed a tear/gouge at the seal to yellow body post interface. The used tego was disassembled and the following was observed: for the yellow body component, there was no damage or anomalies were observed on the post or at any other location. For the seal component, a tear/gouge was observed in the seal at the seal to yellow body post interface. This was the source of the internal leakage. Errant adhesive was observed on the seal of the used tego. The probable cause of the reported leakage is a tear/gouge at the seal to yellow body post interface. The specific root cause as to how, when, or where the seal tear/gouge occurred could not be determined. A device history record (DHR) review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 30-jun-2021.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted. The lot # is unknown, therefore a device history review cannot be performed.

Event description:
The event involved a tego® connector from which the customer noticed blood dropping from the tego between the clear and yellow tip when dialysis was started. There was one problematic device and the length of time that the device was in use is unknown. The tego was connected to the artery extension on a cdk. The event was not detected prior to patient use. There was no clinically significant blood loss and there was no property damage. There was patient involvement and no adverse event and no human harm.